Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with product and experienced bilateral device migration. As a result, the patient underwent removal and replacement of the left breast prosthesis with a mentor memorygel breast implant 550cc, serial number (B)(4) on (B)(6) 2010. The right breast prosthesis was re-inserted back into the patient. Per the IFU, reinsertion of a device is an off-label use. This report is for the left breast prosthesis.